Event description:
Following a completed atrial fibrillation ablation procedure, a pericardial effusion was diagnosed via echocardiogram. A pericardiocentesis was performed in order to stabilize the patient. According to the physician, it is not known when or where the cardiac perforation occurred. Nothing unusual was noted during the procedure and there were no performance issues with the abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.